Event description:
A report was received that during a suction procedure, the closed suction catheter inside the protection sleeve was torn off from the suction control valve. No patient injury or adverse event were reported.